Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 174 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to verify prime alarms due to motor error alarms. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.